Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "tightness weird kind of worse on one side than the other" and "contracture". Healthcare professional later reported tightness advising a possible capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: crease flat observed on the device.

Event description:
Patient reported left side "tightness weird kind of worse on one side than the other" and "contracture". Healthcare professional later reported tightness advising a possible capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported, left side "tightness. Weird kind of worse on one side than the other". And "contracture". Healthcare professional later reported, tightness. Advising a possible capsular contracture, baker grade iii. Device has been explanted and replaced.